Manufacturer narrative:
Date of event: 2007. Expiration date: ni.

Event description:
A report was received via social media that during a permanent implant procedure, the physician tried to implant the device to the patient for three hours however unsuccessful. No further information could be obtained.